Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll 200 s/c plunger fell out. The following information was provided by the initial reporter: material no: 309657 batch no: 9048591. It was reported that the syringe plunger falling off when trying to use needle/syringe to fill cartridge. Caller reported customer reported issue with syringe plunger falling off when trying to use needle/syringe to fill cartridge. Number of occurrences 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution caller successfully filled a cartridge with insulin using a new needle/syringe. No further follow up is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c plunger fell out. The following information was provided by the initial reporter: material no: 309657, batch no: 9048591. It was reported that the syringe plunger falling off when trying to use needle/syringe to fill cartridge. Caller reported customer reported issue with syringe plunger falling off when trying to use needle/syringe to fill cartridge. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution ¿ caller successfully filled a cartridge with insulin using a new needle/syringe. No further follow up is required.